Manufacturer narrative:
There has been a total of (B)(4) boxes of 12 (42,756 units) sold of all lots since 2012 with no additional complaints recorded. The part of the product that touches the skin around the eyes is an adhesive. The (B)(4) states to make sure that the patient does not have an allergy to EKG adhesive. It is most likely that the customer had an allergic reaction to the adhesive on the device. The (B)(4) was provided to the customer and the case is being closed on the customer's end with no further investigation necessary. This can be seen at the initial and final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up will be submitted.

Event description:
The patient experienced a soft tissue injury after removal of the eye shield. There was no long tern affect on the patient.